Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, four images were received from the field appearing to show a large thrombus adhered to the device. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation and was also heparinized during the procedure with an activated clotting time of between 280-291s (in therapeutic range). The field did indicate that the sheath was in the patient for 20-30 minutes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet plug was selected for left atrial appendage (laa) closure. During the procedure, the device was deployed but the position was unsatisfactory so the device was partially recaptured. During the second deployment the physician reported unusual resistance, so the device was completely recaptured and brought out from the patient. Thrombus was present both inside and outside of the device. The device was changed to another 18mm amplatzer amulet plug. Upon device deployment, a big thrombus was seen on the tip of amulet device so it was recaptured and brought out from the patient. The patient received 5000 units of heparin the act was 219, after the septal puncture and 6000 units during the rest of the procedure and the act maintained around 280-291. The procedure was aborted. The patient status was reported as unknown.